Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced an infection. This adverse event was treated by a revision surgery on(B)(6) 2023, in which a jrny ii bcs xlpe art isrt sz 3-4 lt 12mm was exchanged to journey ii bcs insert. The jrny ii bcs femoral oxin lt sz 4, journey tibia base np lt sz 3 and gen ii 7.5mm resur pat 29mm were not explanted. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6. The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported infection and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment is warranted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For for jrny ii bcs xlpe art isrt sz 3-4 lt 12mm and journey tibia base np lt sz 3 a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. For jrny ii bcs femoral oxin lt sz 4 and gen ii 7.5mm resur pat 29mm a review of complaint history revealed a similar event for the listed devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.